Event description:
The pt reported that she was hospitalized for diabetic ketoacidosis. At the hosp she was placed on an insulin drip and her bg was checked every hour. At the hosp a bg meter comparison was performed. Her pdm read 306 mg/dl vs 400 mg/dl for the hospital's meter. They also did a comparison with the bg monitor and each time it was over by 100 points from the pdm. She stated that all of her bg reading since yesterday (B)(6) was reading 100 off the actual bg levels (result was taken within 10 minutes from each other) and that the test strips were expired.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported inaccurate measurement or to determine if it could have contributed to the pt's ketoacidosis and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.